Event description:
According to the reporter during distal gastrectomy with robot support, during the closure of the insertion site, the device froze, the knife did not retract and the jaws could no longer open. After restarting, the jaws opened and the knife retracted. A new adapter was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptxl, sig power sigadaptxl linear xl adapter (seiral#:(B)(6), sigphandle, sig power sigphandle handle (serial#:(B)(6), sigpshell, sig power sigpshell control shell (lot#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the 0cm cut line. Staple pushers were sub-flush to flush with the cartridge. The sled was not fully advanced. The clamping mechanism was deformed. During functional testing, the handle recognized that the reload was loaded into the adapter, and then the jaws were clamped and unclamped. The interlock was overridden and the reload was applied to test media. The I-beam could not be advanced fully. Retracting the knife presented difficulty. The knife blade showed damage to the cutting edge. The laminate hooks showed damage. Upon further evaluation of the reload with a medtronic representative instrument, it appeared that the sled was not fully advanced on the reload and the laminate hooks seemed to be damaged under the microscope. The pushers were observed to be sub-flush to flush with the cartridge. It was reported that the knife did not retract. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. It was also reported that the jaws could no longer open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of damaged laminate hooks, knife blade damage and deformed clamping mechanism. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.